Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleevehead), there was blood in/on the helix mechanism, there was a tip seal observation and shaft seal was out of position. The analyst noted that the helix will not extend or retract due to distal conductor distortion within the connector. Evaluation summary (B)(4) distal conductor distorted (B)(4) full lead.

Event description:
It was reported that the helix would not fully deploy. The lead was not implanted and another lead was successfully placed. No patient complications were reported as a result of this event.